Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed frequent no delivery alerts. Customer also reported that the insulin pump had scratches on the screen which made it harder to read. Customer states that insulin pump was slower during rewind. Insulin pump buttons were stuck. Customer states that insulin pump batteries did not last as long. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.